Event description:
It was reported that the mattresses are getting a blistered appearance in high wear areas. These areas are fragile and often result in tears even during routine cleaning. Fluid intrusion has been reported. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation underway.